Event description:
The customer reported that on (B)(6) 2011 an elevated folate result was generated on an unicel dxc 600i synchron access clinical system for one patient sample. The initial sample was subjected to excessive ambient light exposure which may have impacted the result adversely. The physician was informed of the discrepancy. Beckman coulter inc. Labeling specifies the need for light protection of folate samples. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Another same-patient sample was drawn which, upon testing, generated a lower result that was still elevated. The samples were not hemolyzed and were tested within several hours of draw. Testing was performed from the primary tube. The instrument's folate quality control (qc) recovered with acceptable results during the timeframe of this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service as they did not believe there were instrument issues at fault. A definitive root cause for this event could not be determined to date.